Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's doctor said her a1c is high but the readings she is receiving are low. Customer also performed a back to back blood test fasting using her true result and a competitor's meter today, (B)(6) 2015 at 7:00pm, and results are 119mg/dl on the competitor's meter and 90mg/dl on the true result meter. Customer's expected results are 88-95mg/dl - fasting. Strip expiration date is 06/15/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory: 91mg/dl (B)(6) 2015 02:51:00 am fasting:yes; 109mg/dl (B)(6) 2015 04:14:00 am fasting:yes; 92mg/dl (B)(6) 2015 07:10:00 pm fasting: yes ; 108mg/dl (B)(6) 2015 03:01:00 pm fasting:yes; 105mg/dl (B)(6) 2015 09:05:00 am fasting:yes. Customers concern: 91mg/dl and 92mg/dl. Customer is currently taking no medication to manage diabetes.